Manufacturer narrative:
Correction information was provided in d.4. Additional information has been provided in h.3., h.6., and h.11 a sample was not received at the manufacturing site for evaluation for the report of failed injection of intraocular lens therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. Photos attached to the parent complaint were reviewed by the investigation site. Image 1 shows company package with the reported lot information. Image 2 shows the company device in a tray. The reported issue was not confirmed from the photo review. Because a sample was not received and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, the root cause for customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received and it states that there was no patient contact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that following an intraocular lens (iol) implant procedure, mentioned that the injector failed to inject intraocular lens correctly. Additional information has been requested.